Event description:
It was reported that during a breast biopsy procedure, the tip of the instrument broke. The images confirm that the marker was duly placed. According to the difficulty to remove the applicator, it is probable that a small piece remained in the pt's breast. According to the aspect of the micro-calcifications, a new procedure will be most likely be needed and the fragment will be removed from the pt's breast at that time.

Manufacturer narrative:
Info anticipated, but unavailable at this time.